Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that water leaked from ventilator. The ventilator was investigated on site by our field service engineer (fse) and it was found that air gas module was flooded with water. The air gas module was replaced and the machine worked fine and passed all tests. The provided device logs confirms the reported issue. The defected air gas module has been returned for further investigation. Simulated test use of the returned air gas module in a ventilator failed the pre-use check with internal leakage, pressure transducer and flow transducer tests. The failure was caused by a defective delta pressure transducer on a printed circuit board inside the gas module. The pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to an inaccurate gas flow regulation which will be detected during pre-use check, alarms will be activated if the failure occurs during ventilation. It was noticed by visual inspection that the inlet gas filter¿s chamber was full of vaporized water in it which is most likely the cause of the pressure sensor¿s failure. According to our field service engineers the water source was from the compressor. However, the reason for the compressor¿s leakage cannot be established. According to the users' manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
It was reported that water leaked from ventilator. There was no patient injury reported. Manufacturer's ref #: (B)(4).